Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that out of range issues occurred between the transmitter and pump for greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. Customer continued to use the pump for insulin therapy. Customer experienced an elevated blood glucose (bg) level between 315 mg/dl and a blood glucose (bg) displayed as "high" on the continuous glucose monitor. Cause was not known. A manual injection was administered to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.